Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
On (B)(6) 2014, the patient reported that there was an air bubble in her insulin cartridge. While advising the patient on how to remove the air bubble, she stated that there was insulin in the cartridge compartment of the infusion device. The patient also reported seeing condensation in the cartridge compartment of the infusion device. No adverse event was reported. The insulin cartridge set was discarded. The infusion set was requested to be returned for product evaluation.